Manufacturer narrative:
The recipient is reportedly experiencing additional swelling. The recipient is unable to use the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is experiencing swelling, inflammation and discomfort at the magnet site. The recipient was prescribed medication (type unknown) and advised to cease device use. The swelling has reportedly resolved.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding next steps and the recipient's status were unsuccessful. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.